Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had expired and the cause of death was reported to be unknown. The wife of the patient was told by a nurse that the device was turned off due to it making noise. A boston scientific technical services (ts) consultant discussed reasons for tones and it was further stated by the wife that she did not sign a consent form to have this device turned off. Ts recommended that the wife consult with the physician and call the funeral home for the location of this device.

Manufacturer narrative:
Not returned. As of today, this crt-d has not been returned to boston scientific for analysis. Should the device be returned, or if any additional information becomes available, this event will be updated.